Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
(B)(4): on (B)(6) 2013, a physician performed a novasure endometrial ablation on a patient with a "slightly anteverted" uterus. "The [disposable] device was placed without difficulty". The electrode array would not deploy. The physician removed and then reinserted the device without difficulty. The procedure was completed and there was "no evidence of uterine perforation". Subsequent to the novasure procedure the physician evaluated the patient's 'chronic pelvic pain" and performed a cystoscopy and a laparoscopy. "The cystoscopy was negative" and the laparoscopy revealed "slight dilatation of the infundibular-pelvic ligaments and broad ligaments suggestive of pelvic congestion. The uterus had 2 areas of circumferential blanching, each medial to the cornua bilaterally. "Pinpoint" charring was noted within each of the two zones of blanching. Between the blanched circles was a line of blanched serosa approximately 2.5cms in length. On inspection of the bowel, 2 areas of blanching were identified at the ileo-jejunal junction; one measuring 0.5cms in diameter and the other was slightly smaller. A third area of possible blanching, less than 0.5cms in diameter, was seen on the sigmoid colon". The physician suspected thermal injury and over-sewed the bowel in the two locations. "The patient was discharged home in stable condition. She had a follow-up call two weeks post-operatively and was reportedly doing well".